Manufacturer narrative:
No code available for transient light sensitivity. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes (ou) at a 3 day post-operative exam. A brief description from the surgery center indicated that the patient is very light sensitive. The patient¿s comments were of soreness in bright light and very light sensitive, difficult to work. Topical steroid dosage was increased to treat the symptoms. The surgery center reported the symptoms were resolved. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.25 x -.50 x 155; left eye pre-op 20/20 -2.25 x -1.25 x 15.